Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment had multiple cracks. Evaluation also revealed a dim, fading, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, fading, discolored display screen. Unrelated to the complaint, investigation showed that the audio bolus button cover was detached/missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).